Event description:
During attempt to nasally intubate pt with a size 7.0 trach tube, cuff ruptured after inflation with more than 10 cc of air. A second size 7.0 tube was used with the same results. Pt was intubated with a size 6.0 tube and no pt injury occurred. After the case was completed, a third tube (size 7.0) was tested with the same results.